Event description:
(B)(4). Reason for original complaint.- bilateral patient litigation papers allege the following: following his implantations, patient began experiencing debilitating pain, discomfort, and soreness in the area of both of his hip implants, which in turn negatively affected his ability to walk, move, and go up and down stairs and requires patient's usage of a cane. On information and belief, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromium metal ions and particles to be released into patient's blood, tissue and bone surrounding the implant. Patient will likely need to undergo revision surgeries to replace the implants. Doi: (B)(6) 2008 - dor: none reported (left side). Doi: (B)(6) 2009 - dor: none reported (right side). Patient is a resident of (B)(6). Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.